Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Information received from synthes customer quality group. In 2014, the synthes complaint unit was notified by synthes legal department involving litigation with synthes implants. (B)(4) was created then and has been updated periodically as we continue to receive records from the synthes legal department and/or the plaintiff's law firm, (B)(6). Please inform the depuy spine legal department of this complaint file. However, the litigation is only for the synthes devices. The patient, (B)(6), had multiple back surgeries in the past with non-synthes devices. He was also involved in a workman's compensation lawsuit and the law firm representing him was initially (B)(6). In (B)(6) 2012, he was implanted with synthes devices (click¿x) and mtf allograft (trinity evolution). I will notify mtf of the complaint involving their device. In (B)(6) 2012, it was identified the pedicle screw became dislodge from the rod. No action was taken at that time. The patient complained of pain at an unknown date. In (B)(6) 2013, a non-union was identified as well as a broken rod. All synthes hardware was removed (B)(6) 2013 and during the same surgery, depuy spine devices (expedium and concord cage) were implanted. Shortly after this surgery, in (B)(6) 2013, he experienced a dvt (deep vein thrombosis) and was experiencing back pain and spasms in (B)(6) 2014. The company alert date for the events following implantation surgery of depuy spine devices (expedium and concord cage) is (B)(6) 2015. I will provide you with the company alert dates for all records I am sending to you. Please note, as of (B)(6) 2013, synthes devices were explanted. Therefore, medical records dated after (B)(6) 2013 are not related to synthes devices.